Event description:
Report one of three rec'd of the physicians attempting arteriotomy closure with the closer 6 fr. Device after an intervention procedure. When deploying the device there was difficulty removing the device due to difficult foot parking. The device was removed forcibly. The closure was achieved via manual compression. There was no report of clinical sequelae.